Event description:
The customer reported that the system would not power up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The site biomed diagnosed a defective isd board, ordered the replacement part and replaced the part himself. The system was then operating as intended.